Event description:
On 07/10/2023, it was reported by an arthrex employee via sems that an ar-6480 dualwave pumps pressure was rapidly increasing, and compartment syndrome was observed for the patient 30 minutes after surgery. This occurred during a meniscal root repair on (B)(6) 2023, the customer complained about the durability issue on the product but, it is suspected that the problem was caused by the reuse of tubing. Ar-6410 tubing was used with the pump. The procedure was completed with the patient having swelling, it is likely to have additional surgery. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. (1) unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected, and it was noted that the front panel is separate from the console rear panel, indicative of potentially unauthorized repair attempts. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump did not trigger an alarm, the rollers did not stop moving, and the pressure of the pump jumped from 54 to 111. This behavior is not expected. A cause of the reported failure can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2020.